Event description:
It was reported that this right atrial (ra) lead was exhibiting pacing impedance high out of range as well as loss of capture (loc) and farfield oversensing. The patient is receiving radiation therapy. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Impact codes.

Event description:
It was reported that this right atrial (ra) lead was exhibiting pacing impedance high out of range as well as loss of capture (loc) and farfield oversensing. The patient is receiving radiation therapy. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, no visible problems were seen on x-rays, patient will continue to be monitor.

Event description:
It was reported that this right atrial (ra) lead was exhibiting pacing impedance high out of range as well as loss of capture (loc) and farfield oversensing. The patient is receiving radiation therapy. The lead remains in service. No adverse patient effects were reported.